Manufacturer narrative:
The insulin pump was received with no motor movement during rewind due to motor flex cable not connected to the printed circuit board 1 properly also, unable to perform the displacement test, rewind test, prime seating test, basic occlusion test, force sensor test and occlusion test due to no motor movement. However, the motor was tested outside of the device and passed. The insulin pump passed the self-test, sleep current measurement and active current measurements. The insulin pump had scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received pump error alarm. The customer's blood glucose was 110 mg/dl at the time of incident. The customer stated that they were unable to rewind the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.